Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The right ventricular (rv) pacing impedance measurements were noted to be stable. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.